Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic hepatectomy procedure, the white tissue pad fell off when the first time use. Changed to another one to complete the procedure. No adverse event on the patient. One device will be returning.